Event description:
Device issue: stent dislodgement. Time of device issue: during the procedure. Adverse event: medical intervention to remove dislodged stent implant. It was reported that the procedure was to treat a lesion in the left ascending diagonal (lad), close to the bifurcation of the diagonal, and a second lesion in the diagonal. The lesions were pre-dilated using a kissing balloon technique. A 2.5 x 12mm promus stent was used to treat the diagonal lesion. The 2.5 x 12 mm promus stent was to be used for the lad lesion. There was difficulty advancing the device through a severe bend just proximal to the lesion; however, the stent was thought to be deployed. However, under fluoro it was noted that the stent had dislodged and was located in the bend. A balloon was partially inflated inside the stent in order to pull the stent back into the guide catheter. The stent was successfully removed and treatment of the lesion was completed by deploying another of the same. Both stents were post-dilated with a kissing balloon technique. Two hours post procedure, the patient complained of chest pain. The patient was taken to the cath lab and the stents were found to be patent. No cause for the chest pain was discovered, but the pain resolved after a few hours with standard pain management of medicine. The patient was discharged the next day and is doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.